Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4 based on a review of the inventory transaction history and the customer's purchase history, there are two (2) possible lots: 893670, 893430. The complaint is confirmed. A visual inspection was performed on the drill. The blue paint that wraps around the tip of the drill is missing and the groove in which the paint sits is clean. The tip of the drill was also noted to have a transverse fracture through the flutes near the neck. The cert was reviewed and there were no non-conformances found. There are no indications of manufacturing defects. This is the only complaint in regards to the paint breaking off of the drill for 01-9193 serial number (B)(6). The most likely underlying cause of the complaint is the drill experienced stresses in excess of what it was designed to encounter. The IFU for this product states the drill should not be reused, recleaned, or resterilized. It is possible that being reused, recleaned, and resterilized contributed to the peeling of the paint. Fractures at this point of the drill are typical of excessive force fractures. Excessive force combined with being reused multiple times could have resulted in the drill fracturing. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The user facility is foreign; therefore, a facility medwatch report will not be available. Report source - (B)(6).

Event description:
It was reported the paint band on the drill bit peeled off and fell in the patient while drilling a pilot hole in the patient's mandible. The paint was removed from the patient with forceps. No adverse events have been reported as a result of the malfunction.